Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient provided a letter from the dentist in which the dentist recommends patient to cease treatment due to recession and periodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.